Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in this cer is deemed a reportable event since the malfunction 'termination of the breathmonitoring process' which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint in this cer was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in this cer as it will be deemed a reportable event.

Event description:
The device was reverted to biomedical department as it is shut down and went to ambient mode while ventilating, the case happened on 19:46 pm as you can see on the log files. Please advise on the cause of the issue and the action needed for this device.